Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close could not be confirmed. Entrapment is related the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the foot captured vessel or suture during closure. In certain cases, the foot can surf distally during closure if there is interaction with tissue and at times lock in that position with the foot partially open. Lever manipulation in this case will not release the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: procedure: pulsed field ablation (pfa). No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a small-bore sheath hole prior to an interventional electrophysiology (ep) procedure. Reportedly with a prostyle device, the device was stuck, and the footplate would not retract. Through manipulation and opening of the device handle the foot plate was able to close and the device was removed safely. The sheath was upsized to a large-bore sheath, and the ep procedure was completed. A figure of 8 stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.